Manufacturer narrative:
Please note that this device resolute onyx is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Event description:
It was reported that the physician was attempting to use a resolute onyx rx drug eluting stent. There was no damage noted to the device packaging. No issues were noted upon removing the device from the hoop. The device was inspected with no issues noted. The lesion was pre-dilated. During the procedure it was reported that the device did not pass through a previously deployed stent. No resistance was encountered while attempting to advance the stent and no excessive force used. It was reported that the stent dislodged in the patient during delivery to/at the lesion. The stent was removed on the guidewire when the wire was removed. It was reported that the stent may have been pushed off the balloon by the tip of the guiding catheter. No patient injury reported.

Manufacturer narrative:
The device was inspected post removal of the protective sheath with no issues noted. The inflation device remained on neutral during delivery of the device. The stent would not cross the lesion, so it may have been partially dislodged while attempting to cross. However, it was detected abutting the tip of the guide catheter (gc), so it may have dislodged during withdrawal into the gc. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was inspected post removal of the protective sheath with no issues noted. The inflation device remained on neutral during delivery of the device. The stent would not cross the lesion, so it may have been partially dislodged while attempting to cross. However, it was detected abutting the tip of the guide catheter (gc), so it may have dislodged during withdrawal into the gc.

Manufacturer narrative:
Device evaluation: the stent was not present on the balloon and did not return for analysis. Confirming stent dislodgement. Crimp impressions were visible on the exposed balloon surface. Deformation was evident to the distal tip. A 0.015 inch mandrel could not be loaded through the inner lumen due to hardened blood/residue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.